Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however, customer declined to complete the check. Customer resumed insulin therapy on the pump. Reportedly, the customer was previously wearing the pump supplies for 4-5 days. Clinical support informed customer that wearing the pump supplies for 4-5 days is off label. Customer¿s blood glucose level was 228 mg/dl.